Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent catheter shaft broke. The lesion being treated was pre dilated with a maverick 2.5 x 15 mm balloon. The physician was introducing the taxus express2 3.50x20 mm drug eluting stent into the touhy when for some reason the shaft got bent. The physician tried to straighten the shaft out by bending the shaft the other way and the shaft broke. The portion of the shaft that broke was outside the pt's body. The procedure was completed with 2.5x20 mm and a 3.5x18mm cypher stent. No pt complications were reported.